Manufacturer narrative:
Product analysis results are: the exact cause of migration leading to proximal type I endoleak could not be conclusively determined from the single image provided. The pre-implant films, films during the index procedure, and additional films post implant were not provided. It is likely that the aneurx bifurcate had migrated distally but cannot be confirmed since the original implant location of the bifurcate stent graft was unknown. It is possible that dilatation in aortic neck from disease progression or vessel morphology changes over time may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately eight years and ten months post index procedure, an ultrasound revealed that the patient had a proximal type I endoleak and that the aneurx stent graft had migrated. The physician elected to implant an endurant aortic extension and an endurant aortic cuff. The physician needed to implant two cuffs to cover more length, this was intentional. Per the physician, the cause of the migration and proximal type I endoleak could not be determined. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.